Event description:
It was reported that the patient had poly liner exchange due to instability. The surgeon increased from a 10mm insert to a 16mm. There were no indications of a deficiency with the product. There was no loosening and surgical delay. Doi: unknown. Dor: (B)(6) 2022. Affected side: left knee.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that only the patient's insert was revised. There was no issue with the femoral component and it was left in-situ. There was a patella placed during this procedure as the patient previously had a natural patella. A. Was instability related to polyethylene wear? B. Was there any reported malposition of components that led to the instability? C. Were any components undersized on the primary surgery that led to the instability? D. Was the femur or tibia excessively resected/joint line raised during the primary surgery that led to the instability. Answers: a. There was no mention of instability due to poly wear. B. There was no mention of malpositioned components. C. There was no mention of undersized components. D. No.